Manufacturer narrative:
UDI #: (B)(4). : the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported tissue erosion on right eye (od) at a 13 day post op exam. A brief description of the event was that there was dryness at 5 day post op that led to recurrent corneal erosion (rce). Bandage contact lens were placed to increase tears and topical steroid dosage was increased. The patient is to continue antibiotic and steroids. The patient's chief complaint was blurry vision and pain on the right eye. The surgery center indicated the symptoms have not been resolved.